Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's ipg was explanted and replaced on (B)(6) 2016. It was also reported the ipg was unable to hold a charge. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she experienced difficulty establishing communication with the ipg using the charging unit since implant. The patient programmer displayed the 'comm error 2501' message. The patient experienced loss of stimulation since (B)(6) 2015. The sjm representative confirmed the ipg was inoperable. Surgical intervention is planned as the next course of action.